Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) / migration of essure device (left essure device moved)"), pelvic pain ("pelvic pain / pain / pelvic regions pain (constant and severe)"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left micro-insert had trouble latching". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2010 and (B)(6) 2013)) and cervical cancer (laparoscopy with removal of cancer cells). Concurrent conditions included obesity. Concomitant products included ibuprofen from 2013 to 2016, medroxyprogesterone (depo provera) from (B)(6) 2014 and midol [caffeine, mepyramine maleate,paracetamol] from 2013 to 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain / abdominal regions pain (constant and severe)"), vulvovaginal pain ("vaginal pain / vaginal regions pain (constant and severe)"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder (hypothyroidism)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with levothyroxine, surgery (bilateral salpingectomy on (B)(6) 2016), surgery (undergo one or more surgeries to remove one or more of the essure / bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, nausea, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, hypothyroidism, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the micro-insert was successfully implanted. 4 coils remained visible. The left tubal ostium was seen and was anatomically normal. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 8 coils remained visible. Failure to occlude (close) fallopian tube(s). Events started in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) / migration of essure device (left essure device moved)"), pelvic pain ("pelvic pain / pain / pelvic regions pain (constant and severe)"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left micro-insert had trouble latching". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2010 and (B)(6) 2013)) and cervical cancer (laparoscopy with removal of cancer cells). Concurrent conditions included obesity. Concomitant products included ibuprofen from 2013 to 2016, medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2014 and (B)(6) [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin] from 2013 to 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain / abdominal regions pain (constant and severe)"), vulvovaginal pain ("vaginal pain / vaginal regions pain (constant and severe)"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder (hypothyroidism)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with levothyroxine, surgery (bilateral salpingectomy), surgery (undergo one or more surgeries to remove one or more of the essure / bilateral salpingectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, nausea, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, hypothyroidism, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the micro-insert was successfully implanted. 4 coils remained visible. The left tubal ostium was seen and was anatomically normal. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 8 coils remained visible. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, apareunia (inability to have sexual intercourse), autoimmune disorder (hypothyroidism), migraines, headaches,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse perforation (fallopian tubes) / migration of essure device (left essure device moved), fatigue, weight gain, expulsion of essure device" were added. Lot number was added. Product implant and explant date was updated. Historical and concomitant conditions and treatment medication were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.